Event description:
It was reported that an undefined alarm occurred resulting in the customer being hospitalized. Blood glucose level was not provided. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.